Event description:
As reported, air is being drawn in at the connection of the contrast injection line and the manifold. There has been no air injection or patient injury. No sample has been retained by the hospital.

Manufacturer narrative:
Although no sample was retained by the hospital for device analysis, further information obtained by the sales rep has indicated that the hospital is no longer having this problem with the contrast injection line and believe they may have been overtightening it onto the manifold, thereby resulting in a damaged connection which allowed in air. The exact root cause, however, is unable to be determined. A review of the complaints on the contrast injection lines for the 15 months, prior to april 2007, do not indicate any negative trends regarding connection issues.